Manufacturer narrative:
During testing, the device alarmed with an e321 (battery charger timeout) error code. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for preventative maintenance service. During verification testing at the service center, the device alarmed with an e321 (battery charger timeout) error code. This error occurs when the battery can not be fully recharged within 8 hours.